Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, order on patient profile in cerner was not crossing over to the machine. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, section d medical device brand name, medical device catalog, medical device model, medical device serial, unique identifier and concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that no new patients or orders were not showing in the pyxis. The technical support specialist (tss) dialed into the server and confirmed that the order was not showing, and the patient was discharged. Tss identified that the care fusion coordination engine retention was only for 3 days and suggested the interface team to copy the hl7 message for this order. The host system sent invalid hl7 rde messages and missing the order segments and required to investigate the host system. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, order on patient profile in cerner was not crossing over to the machine. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.